Event description:
Light cover fell off the light onto sterile field. After seeing a trend of this occurring, issue has been escalated to our corporate level and the vendor is aware. Supply chain was informed by vendor that they changed raw materials. The replacement product did not seem as sturdy as the original. Supply chain reports they are now getting shipments directly from steris and the product has been converted back to its original materials. Supply chain additionally checks the product to make sure because there is a visible difference between the two which makes them easily recognizable.